Manufacturer narrative:
Weight:unknown, ethnicity:unknown, race:unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. Intraoperatively the lens was implanted, removed, and replaced with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.